Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. Device had cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The customer stated she put in a new battery but the display did not return. She stated she could still hear it delivering insulin. The insulin pump does not have physical damage and was dropped but it might have been exposed to sweat. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.